Event description:
Device malfunction: filter basket recovery issue. Time of device malfunction: during the procedure in 2006. Symptoms/ae: none. It was reported that the stent when deployed, jumped and did not completely cover the target lesion in the left internal carotid artery with a type 3 arch. A second acculink stent was deployed to cover the target lesion. Also, during the carotid procedure the recover catheter 2 would not pass the stents to the filter basket. The rc2 would catch on the stent struts. A recovery catheter 1 was advanced through the stents without incident and the procedure was completed without further incident. No additional information available.

Manufacturer narrative:
The acculink stent is being filed under MFR report# 3004742046-2007-00015.